Event description:
Baby born on (B)(6) 2014 was intubated and when they went to remove the stylet it was difficult to remove, but they were able to remove it with no negative patient incident.

Manufacturer narrative:
A CAPA has been initiated by the manufacture well lead and a copy of the CAPA was forwarded to the FDA on (B)(4) 2015. A recall has been initiated by cardinal health on (B)(4) 2014 and the product will not be manufactured by the manufacture well lead for cardinal health until the CAPA is completed.